Manufacturer narrative:
Additional information was received that no further course of action will be taken at this time.

Event description:
A report was received that the patient was experiencing weakness and pain in the left leg. The patient will undergo an explant procedure.

Manufacturer narrative:
Additional suspect medical device component involved in the event: model #: sc-2218-50, serial #: (B)(4), description: linear st lead, 50cm.

Event description:
A report was received that the patient was experiencing weakness and pain in the left leg. The patient will undergo an explant procedure.

Manufacturer narrative:
Additional information was received that the physician suspected some sort of lead or body positioning during the previous surgery must have been irritating a nerve which was the reason for the patient's revision procedure. The patient was doing well postoperatively.

Event description:
A report was received that the patient was experiencing weakness and pain in the left leg. The patient will undergo an explant procedure.

Manufacturer narrative:
Additional information was received that the patient's leg weakness was caused by the leg pain. The patient underwent a lead explant procedure. No device malfunction was suspected. The explanted devices were not returned to bsn. It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the patient was experiencing weakness and pain in the left leg. The patient will undergo an explant procedure.